Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since no lot number was provided, no manufacture record evaluation (mre) review could be performed. Manufacture reference no: (B)(4).

Event description:
It was reported that a (B)(6) male patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and suffered diaphragmatic paralysis requiring inpatient hospitalization. About 1 week after the procedure, phrenic nerve injury was discovered on a chest x-ray. The phrenic nerve injury was confirmed by the electrophysiologist on the before and after x-ray pictures, and the right diaphragm was elevated, indicating injury. Inpatient hospitalization was required. There¿s no information regarding interventions provided. The physician did not provide a causality opinion. Patient¿s outcome is unknown. The patient is currently undergoing treatment for a staph infection. However, it is unknown if the infection is related to the procedure.